Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) on the right atrial (ra) lead and the health care professional (hcp) requested a further review of the data. Technical services (ts) was consulted, and it was found that this pacemaker recorded a signal artifact monitor (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the ra channel. In addition, the lss occurred due to high out of range pacing impedance measurements on the ra lead. Further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) on the right atrial (ra) lead and the health care professional (hcp) requested a further review of the data. Technical services (ts) was consulted, and it was found that this pacemaker recorded a signal artifact monitor (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the ra channel. In addition, the lss occurred due to high out of range pacing impedance measurements on the ra lead. Further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service.